Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states: inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device.

Event description:
It was reported that patient underwent an acl reconstruction procedure utilizing a femoral fixation device on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to graft laxity with the acl.

Manufacturer narrative:
This follow-up report is being filed to relay correct initial procedure date.

Event description:
It was reported that patient underwent an acl reconstruction procedure utilizing a femoral fixation device on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to graft laxity with the acl.